Event description:
The reporter stated that the surgeon attempted to insert a cq2015 three piece collamer lens and the lens tore. No patient contact or injury. The cause of the lens tear was due to the lens being loaded incorrectly.

Manufacturer narrative:
Evaluation codes: results: visual inspection of the returned product showed that one lens haptic is torn off and missing and the lens optic is torn. Clear surgical residue/debris on the product. Conclusion (no conclusion can be drawn): based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.